Event description:
It was reported that an ilet device initially would not wake, even on a charger, then powered on with a full battery, presented alert 53 indicating a wake button issue, and required a restart; after restart and update, the wake button remained unresponsive and a replacement was initiated. Symptoms included no functional wake button input on the device. Outcomes included shipment of a replacement device and eventual return of the original device. Investigation included customer support troubleshooting and confirmation of the persistent wake button failure after restart and software update and inspection of the returned device. Investigation of this device revealed a wake/sleep button malfunction consistent with a hardware failure of the device¿s user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure unrelated to user operation.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.